Event description:
A pt reported experiencing inaccurate erratic results with a profile meter. The pt's blood glucose results were 156, 96, 130mg/dl tests were done within 10 minutes with a difference of 47%. Pt did not experience any adverse events. No further info has been reported. Pt mentioned they went to ER, but no treatment was given. Unable to get in contact with pt, sending a letter.